Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a diagnostic procedure with a 6f sheath. Reportedly, there was no difficulty opening the footplate; however, after deployment, the lever that retracts the footplate was stuck open and would not close. The footplate failed to close and the device was unable to be removed from the patient. The tissue was cut-down to the vessel wall and the device was removed via surgical intervention. The device was intentionally broken for removal. Hemostasis was achieved via surgical suturing. There was no vessel damage caused by the device; however, there was a clinically significant delay due to surgery. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to retract the foot could not be confirmed/tested due to the condition of the returned device. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.